Event description:
The clinician reports that the day the implant was placed in ada 12 of the patient's mouth, failure occurred upon insertion. Ridge augmentation. Patient presented with bone type iii and previous bone augmentation. The device was forwarded to the manufacturer. At the event the patient experienced: mobility. No further patient complications were reported.